Event description:
Patient had femur osteoid osteoma. Undergoing radiofrequency ablation of femur tumor in interventional radiology. Probe placed, and did not work at the site of the tumor. Probe caused a burn of approximately 2 cm x 1 cm on the skin of the patient at the insertion site. Replaced probe with another one and it worked appropriately. Patient recovering without incident.